Event description:
A customer reported that during an emergency intubation for a patient drug overdose, using a glidescope spectrum smart cable, the image on the connected glidescope video monitor froze. After removing the laryngoscope from the patient and checking the cable connection, the same thing occurred. A backup supraglottic airway device was used to complete the intubation which was made available in an unspecified amount of time. The patient was reoxygenated and transported with the supraglottic airway device. No harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope spectrum smart cable was returned to verathon for evaluation along with the glidescope video monitor used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported image freezing issue. The customer's monitor passed both visual inspection and functionality testing with no issues found. Next, when connecting the customer's smart cable to known, good, test verathon equipment and manipulating the smart cable, the image would freeze. The customer's smart cable failed verathon's device functionality testing. The issue was isolated to just the glidescope spectrum smart cable. Upon completion of verathon's device evaluation, the glidescope spectrum smart cable was scrapped and replaced due to there being no repairs available and the glidescope video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.